Event description:
It was reported that during a procedure, using the yamane technique, on october 23, 2023, the haptic of a CT lucia 602 broke while securing. The cornea started to swell due to difficult anatomy and manipulation. The procedure went 107 minutes beyond the planned time. The lens was explanted during the same procedure and discarded. The patient was left aphakic. There was no damage noted to the device during preparation for use. No issues post operation.

Manufacturer narrative:
The customer stated that the device can not be returned therefore a proper root cause analysis could not be completed nor the reported issue confirmed. Without a proper device analysis, a definitive root cause cannot be determined at this time. It was stated by the customer that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Thus, the lens was being used off-label. There was no damage reported to have been noticed during the inspection prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties. Based on the information provided, the risk assessment for the lucia product, and our experience, we have determined that the following factors may have caused or contributed to the reported issue, but are not limited to: · lens placement technique · loading strategy · accessory device support · poor handling during folding and inserting.